Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and was in and out of hospital and also reported that the pump was exposed to high magnetic field. It was reported that there were no symptoms related to the high blood glucose and treated with bolus. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed for high blood glucose. The drive support cap appeared normal. Customer had changed the infusion set on (B)(6) 2017 and was advised to treat as per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08750 inches. No displacement anomalies were noted. The drive support was inspected and no anomaly was noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case. Unit was downloaded to carelink pro, however no data was found at the reports due to corrupted history files cause by several corrupted history file alarms found at the alarm history file. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.